Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4)) displayed a user advisory - "(ua)41" (patient temperature sensor failure) error message was confirmed during functional testing and archive data review. The investigation finding revealed that the root cause of the reported ua41 error was due to a damaged temperature sensor in which was likely attributed to wear and tear. The returned autopulse platform was manufactured in october 2013 and is nearly 7 years old, exceeded its expected serviceable life of 5 years. Unrelated to the reported complaint, broken grip strips were observed on the returned autopulse platform during visual inspection. This type of physical damaged most likely attributed to mishandling. Also, a sticky clutch was observed in which was likely due to wear and tear. To remedy the sticky clutch, deburring was performed. During archive data review, multiple ua41 errors were recorded, thus confirming the reported complaint. The initial functional testing of the returned autopulse platform failed due to ua41 displayed upon powering on. To remedy ua41, the temperature sensor identified during service evaluation was replaced. After service repair completion, the returned autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint for autopulse with serial number (B)(4).

Event description:
Customer reported that the autopulse platform (serial # (B)(4) ) displayed a user advisory - "(ua) 41" (patient temperature sensor failure) error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.